Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the 2b12lt device was returned with no damage in the external components. The universal seal latch onto the sleeve assembly. In addition the obturator latch onto the universal seal as well; no anomalies were noted. It could not be determined what may have caused the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported, device breakage. Opened the packing, before used on the patient, found the trocar sleeve was broken into 2 pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient.